Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. Troubleshooting was unable to be performed. Customer's blood glucose was 344 mg/dl. Customer changed supplies and resumed insulin delivery.